Event description:
The customer called the philips call center to order a new battery, stating that the battery being replaced had failed in that it does not last long. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).